Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50 serial #: (B)(4). Description: linear 3-4 lead, 50cm model #: sc-4318 lot #: 20157130 description: clik x anchor.

Event description:
A report was received that the patient was experiencing an increased pain on the legs and had a continued sensitivity to pressure overlying the pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Additional suspect medical device components involved in the event: model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50 cm. Model#: sc-4318, lot #: 20157130, description: clik x anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing an increased pain on the legs and had a continued sensitivity to pressure overlying the pocket site. The patient will undergo an explant procedure.